Event description:
Novaplus newborn pink 1.00mm depth heel poker was used on an infant and found to leave a jagged puncture with tissue exposed. To confirm there was an issue with the heel poker, another was opened and found to be jagged and curved. Lot: 31322102 additional slicer pulled from the lot and noted to have the same jagged/bent appearance. 3 additional slicers tested without any issues with the slicer blade.